Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had spi to motor pic communication error. The customer¿s blood glucose was 254 mg/dl at the time of incident. Customer reported they was able to clear the alarm. Customer was able to complete rewind. Customer assisted with performing a self test and test was passed. Customer reported that they got again insulin pump error after troubleshooting. Customer reported they was able to clear the alarm. Customer not able to complete rewind. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan as per healthcare professional instruction. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. No a39 alarm and no excessive no delivery alarm noted during test. (B)(4).